Event description:
Patient had a dl double lumen port in chest. Ivfs intravenous fluids were infusing through cap in his lateral lumen. Ivf line hooked directly into a 3-port manifold. As rn changed zofran syringe, the tip broke off into the extension tubing.